Event description:
It was reported that during a coronary artery stenting treatment procedure, stent dislodgement occurred. The indication for the index procedure was that the vein bypass graft to the circumflex was occluded. The target lesion was a bifurcated lesion in the distal circumflex with 95-99% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. After pre-dilation with a 2.0x12mm apex balloon, a 2.25x12mm promus premier stent was advanced, but failed to cross the lesion. While pulling back the stent delivery system, the stent dislodged. A 3.0x12mm apex balloon was used to deploy the dislodged stent in the proximal circumflex and post-dilation was performed using a 3.25x12mm nc quantum apex balloon. Angiography result looked okay. The physician reported that the target vessel was excessively calcified and very tortuous and he pushed the stent a lot to try to cross the lesion. No patient complications were reported. The patient status was stable throughout and after the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).